Event description:
It was reported that the pulse generator exhibited backup vvi mode after exposure to radiation therapy. The patient was asymptomatic. After user download, normal device function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.